Event description:
The lay user/patient's wife contacted lifescan in 2006 and alleged that the patient's one touch ultra meter (serial number not provided) was reading inaccurately erratic. The medical affairs specialist (mas) called and spoke with the reporter on the event date, and obtained additional information. The reporter informed the mas that the patient is a brittle diabetic and has been a type 1 diabetic for 40 years. The patient was concerned about the results being "high an then low". One day prior, the patient received a result of 250 mg/dl around 11:00 am, prior to lunch. He had no symptoms at the time. He took novolog insulin (dosage not provided) based on his sliding scale using the meter result. He then ate his lunch. Around 3:00 pm, he started feeling symptoms, lightheaded, talking goofy, and confused. The reporter mentioned that they felt that he was having a "low glucose reaction. The patient tested on the reported meter with a result of 45 mg/dl and "ate something sweet right away" and felt better. They did not need to call the emergency services. The patient then performed a control solution test on the meter with a result of 135 mg/dl and called lifescan because he did not know what that meant. The reporter also mentioned that after speaking with the lifescan customer service representative, they were advised not to use the meter anymore. The patient was supposed to see his doctor that evening, but was not able to get an appointment. That evening (2006), the patient used his wife's meter (brand unknown) to check his blood glucose prior to going to bed (result not provided). He took his novolog insulin again based on the sliding scale and his set amount of 18 units of lantus prior to going to bed. However, he woke up "again with a low reaction at 2 or 3 in the morning". The patient was to see his doctor today to discuss his sliding scale. At the time of troubleshooting, it was verified the the meter was set in the right unit of measurement (mg/dl). The test strips were within the expiration date. The control solution range was 109-145 and therefore, the control solution test performed by the patient earlier (result of 135 mg/dl) was well within the range. Although the meter was within specifications with the control solution test, this complaint is reported because the patient administered insulin based on the meter result of 250 mg/dl and experienced symptoms later. He obtained a low blood glucose reading and treated himself with food. A replacement meter, control solution,

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.